Event description:
Information was received from a distributor/ healthcare professional (hcp) regarding a patient implanted with a cage in a l4-5 spinal fusion surgery for an unknown spinal condition. It was reported that after the surgeon implanted the cage completely, he hammered the inserter. The surgeon felt the split and removed the fragment of cage. Surgeon spent a few minutes to remove the fragment of cage but didn¿t conduct additional surgery or treatment of patient. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.